Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4). Analysis of the returned catheter revealed the catheter body had a hole or tear caused by the catheter connector pin.

Event description:
It was reported that the pump and catheter were explanted per the patient¿s request as they were not helping anymore and the patient experienced increased spasticity. The patient did not get any benefit and not much placebo effect. The pump was reported to have been working well and on 2014 (B)(6) was filled with 20 cc of preservative free saline and reprogrammed to continue at 3.1 mcg/day. The catheter was reported to be dislodged and to have a noted break, tear, and/or hole. The patient recovered without permanent impairment. This device system delivered baclofen. The patient was also taking 10 milligrams of baclofen daily since (B)(6) 2014. Should additional information be received a supplemental report will be filed.